Event description:
It was reported that the patient had a loss of therapeutic effect and had symptoms of loss of bladder control that occurred around the end of the prior week. The reporter noted that ¿all of a sudden¿ the patient was having problems with wetting 3 or 4 times during the night and also during the day. It was noted that the patient had no falls or trauma. The reporter noted that after synching the implantable neurostimulator (ins), the patient saw the stimulation off icon. The reporter noted that the patient had increased the stimulation from 2.1 to 2.4 in the prior week but then decreased it back to 2.1 on the day prior to the report because it ¿felt like it was shocking her.¿ it was noted the patient pushed the stimulation off button at the time because, she was trying to figure out how to change programs. When the patient changed from program 1 to program 2 at 2.2, she confirmed she could feel it comfortably.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-33, lot# va08cx3, implanted: 2013 (B)(6); product type lead. (B)(4).